Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing both high and low blood glucose. They were also experiencing no deliveries in the insulin pump when they try to bolus. Their blood glucose level went up to 581 mg/dl in the morning. At midnight, they received another on delivery and their blood glucose level had been 504 mg/dl. The customer also reported that they had a high blood glucose level of 530 mg/dl. They administered insulin and it dropped down to 46 mg/dl. Their blood glucose level also dropped to 53 mg/dl. Their current blood glucose level was 138 mg/dl. Troubleshooting was performed on the insulin pump. It was noted that there were air bubbles present along the tubing. They varied in sizes. The air bubbles were successfully removed. They ran a manual prime and insulin exited. The device will not be returned for analysis.